Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the surgeon noticed protein deposits or biofilm upon follow up with the patient and it was appeared on the lens in the following months, not at the beginning. Hence an explant surgery was planned.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint is observed on the returned photo. This photograph is of an iol (intraocular lens) through a dilated pupil. The photo appears to show discrete opacification spots of moderate density on the lens. This opacification does not significantly includes the visual axis and is unlikely to interfere with vision. The depth of the opacification within in the iol cannot be determined based on where the slit beam is focused. A conclusion cannot be drawn from this photograph. The opacifications look similar to glistening. Glistenings are larger fluid-filled vacuoles are distributed throughout the iol optic. They are a result of a sphase separation of water which develops in microvoids in the polymer matrix over time. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).